Event description:
On the event date, there was an occurrence involving a masimo radical7 pulse oximeter on the 4th floor with a reported problem of " not working." It was discovered that the reusable interface red pc-12 cable was causing low o2 saturation readings -approximately 30% low- when tested with a simulator and on a patient. Masimo was immediately contacted for investigation. Risk management and all department managers that use masimo radical7 pulse oximeters were immediately notified. Masimo was in on 8/8 to confirm our findings. The pulse oximeter, cable and finger probe involved, as well as 2 additional cables from the same lot, were sent to masimo for investigation. Two simulators were sent in for spot-checking in the nicu if needed. Dates of use: 2008. Diagnosis or reason for use: used to diagnose oxygen saturation level with radical7.